Event description:
User received discrepant psa results for one patient's sample. Initial result was 0.035 ng/ml, repeat results were 10.70 and 10.67 ng/ml. No information was provided to determine if initial result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.